Event description:
The right foot siderail would not latch. There were no injuries reported in this event.

Manufacturer narrative:
Upon complaint review it was determined that is a reportable event for siderail not latching. The latch mechanism was cleaned which resolved the issue.